Manufacturer narrative:
(B)(4). Visual inspection of the lead found the is-1 connector pin bent and separated from connector region. Analysis performed confirmed the is-1 connector pin was fractured at the proximal end. The bend found on the pin indicate that the pin was exposed to implant/explant forces which could have contributed to the pin fracture.

Event description:
It was reported that during normal device replacement procedure, after the lead was attached to the ICD and tug test was performed, the lead body separated from the connector pin which was stuck in connector bore of the new device. Consequence for the patient was an unexpected lead replacement. Patient is in good condition.